Event description:
On (B)(6) 2015, (am), during transport to nuclear medicine, using the parapac 200d transport ventilator, the patient had episodes of bradycardia. The patient had a witnessed pea pulseless electrical activity) arrest; the patient returned to spontaneous circulation. On (B)(6)2015 in the pm, during transport to CT, using the parapac 200d transport ventilator, the patient had episodes of hypotension. The patient had a witnessed pea (pulseless electrical activity), arrest; the patient returned to spontaneous circulation. Maintenance indicated device mechanical failure; a number of selector valves were found out of alignment, 02 mixer too high and the unit rattled.